Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with tobramycin (dose, route, duration and frequency were not reported) and heparin (dose, route, duration and frequency were not reported). At the time of this report, the patient was not recovering from the event. The patient was discharged from the hospital (nine days after receipt of this report). Pd therapy was discontinued, the pd catheter was removed and patient shifted to hemodialysis. No additional information was available.